Event description:
It was reported that this left ventricular (lv) lead was suspected it is pulled back and still getting a heart logic score. The lv signal lines up with each right atrial (ra) from the consult but is not marked. Lv sensing has to be off and lv impedance is stable. To date, this lead remains in service. No adverse patient effects were reported.